Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade ii including implant movement and nerve pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 200cc mentor memorygel breast implant on the left side and with 400cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade ii on the left side including implant movement and nerve pain, and baker grade ii-iii on the right side postoperatively. As a result, the patient underwent bilateral explantation and replacement with allergan brand devices on (B)(6) 2020. This report is for the patient¿s left-sided device.